Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway.

Event description:
It was reported that approximately four or five years post port placement procedure, the catheter was allegedly found to be broken upon flushing. It was further reported that the distal catheter segment and port body was removed. There was no reported patient injury.

Event description:
It was reported that approximately four or five years post port placement procedure, the catheter was allegedly found to be broken upon flushing. It was further reported that the distal catheter segment and port body was removed. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport MRI isp implantable port attached to a groshong catheter in two segments were returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. The investigation is confirmed for the reported catheter fracture and material separation issues and the identified wear and deformation issues, as a complete circumferential break was noted to the distal end of the catheter attached that was elliptical in shape. A complete circumferential break was noted on the proximal end of the distal catheter segment. A partial compound break was noted approximately 1.2cm from the proximal end of the distal catheter segment. The surface of the complete circumferential break on the distal end of the attached catheter was noted to be granular in one region and round in the other region. The edges appeared to be uneven. The surface of the complete circumferential break on the proximal end of the distal catheter segment was noted to be granular in one region and round in the other region. The edges appeared to be jagged. The surface of the partial compound break on the distal catheter segment was noted to be granular in one region and round in the other region. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: g3, h6 (device). H11: e1, h6 (method, result, conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.